Event description:
The customer reported the device fails to power on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the reported symptom was reproduced. We are unable to determine the cause of the reported symptom as the customer does not wish to pursue repair of the device.